Manufacturer narrative:
The insulin pump had no failed battery test alarm noted. All operating currents are within specification. Off no power alarm functioned properly. The insulin pump passed the self test, displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. The insulin pump had broken battery cap, minor scratched display window, scratched case and cracked reservoir tube lip. No damage noted on battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received a failed battery test alarm. The customer's mother reported that the battery cap was loose. The customer's mother reported that the threading was not holding the battery cap. The customer's blood glucose was 462 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with the insulin pump. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.